Event description:
Philips received a complaint on the heartstart xl+ with the customer indicating that the device monitor would not turn on / come up. The customer worked with the service representative. The customer confirmed the screen was broken. The customer then used a third-party servicer to repair the device. Based on the information available and the testing conducted, the cause of the reported problem was a broken monitor. The reported problem was only confirmed by the customer. The device was operational after repairs were completed by a third-party servicer. The investigation concludes that no further action is required at this time.